Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer indicated the patient was having the pump removed due to the issues. The patient experienced numbness and noted the past field actions with the pump. The patient had to undergo unnecessary surgery and wanted to know if the manufacturer was awarding damages. The patient wanted to come to an agreement and sign a release.

Manufacturer narrative:
Concomitant product: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2013, product type pump. (B)(4).

Event description:
Information was received from a consumer regarding a the delivery of unknown morphine (15mg/ml, 0.25mg/day) and bupivacaine (30mg/ml, 0.5mg/day) in an implantable pump for spinal pain. The patient felt the "line" going from the pump to the spine was too tight. The patient reportedly overexerted himself and now experienced pain along the catheter track (onset of (B)(6) 2015). The patient had been more active and mobile due to feeling better. This may be why the patient overexerted himself. The patient was going to discuss the issue with his healthcare provider (hcp) and they may decide to remove the pump. After discussing the issue with his hcp it was stated hcp did not believe the patient. The patient was told to take it easy. The patient told his hcp he wanted the pump removed and the hcp decreased the dose. The patient reportedly told the hcp over a year ago the catheter was too tight. The patient wanted the pump removed. After 10 day of non-movement, the patient felt "some what better." The patient was going to be careful not to twist too far, as he could feel the catheter pulling on his spine. The patient was told to come back in a month. History: osteoarthritis, hepatitis c, and a "bad" vitamin d deficiency, 18 pound weight gain since implant.

Event description:
Additional information received from a consumer reported the patient had a catheter failure and delivery failure that resulted in paresthesia. The date of explant surgery was listed as (B)(6) 2016.